Event description:
The customer observed a falsely depressed alinity c carbon dioxide (co2) result on an (B)(6) month-old baby when compared to results generated on a siemens analyzer. The baby was admitted to the emergency room on (B)(6) 2021 and a comprehensive was performed on the alinity c processing module. The baby was transferred to a different facility where another comprehensive was done on a siemens analyzer on a different day. The following results were provided (normal range for co2 is 21-32 mmol/l): alinity c results: co2 = 15 mmol/l. Siemen results: co2 = 23 mmol/l . There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Tracking and trending review did not identify any trends for the complaint issue. Device history record review did not identify any non-conformances or deviations with the likely cause list number and complaint issue. File sample analysis was not performed as the issue appears to be specific to the patient sample. The ticket states the sample was slightly hemolyzed. Quality control (qc) results were reported to be within the expected ranges. As part of troubleshooting, fse recommended to the customer to investigate the water system red light to ensure quality. Labeling was reviewed and found to adequately address the issue under review. No systemic issue or deficiency with the alinity c co2 reagent, list number 07p72-20, was identified.